Event description:
Report received of a non-delivery of chemotherapy. It was reported that a home care nurse visited the patient to discontinue the pt's chemotherapy. When the nurse arrived, she found the medication bag was full, but the pump displayed that 185ml of the chemo had infused. There was no reported patient harm or adverse patient effect. Although requested, no additional information was available.